Manufacturer narrative:
At this time, the product has not been returned.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to unknown reasons. The patient underwent surgical intervention to replace another lv lead that had dislodged and the physician was unable to add a new lv lead. No adverse patient effects were reported. The lead is not expected to return.